Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the reveal implantable cardiac monitor recorded events as asystole when they were actually undersensing. The device sensitivity was reprogrammed and the remains in use. No patient complications have been reported as a result of this event.